Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site for this event. The fse evaluated the instrument and observed that the wash assembly was not properly washing the mixer paddle. The fse also noted that the reagent probe wash collar and reagent probe a appeared dirty, and proceeded to replace them. The fse identified the mixer wash assembly as the cause of the incorrect results. Results : mixer paddle wash assembly.

Event description:
The customer reported obtaining false high triglyceride (tg) results, for an unspecified number of patient samples, from the unicel dxc 660i synchron access clinical system. The customer stated that a tg result of 505 mg/dl was obtained for one patient. Subsequent repeat of the sample on an alternate instrument produced a tg result of 172 mg/dl. The customer indicated that the incorrect results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer did not provide any instrument printouts for this event; the customer only communicated results for the one patient, verbally. The customer indicated that quality control (qc) had been within specifications at the time of the event. Calibration and qc results were within specifications at the time of the event.